Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, three (3) good faith effort (gfe) attempts were made to inquire about the product return for evaluation purposes. A response has not been provided thus a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center experienced an e226 error code. This issue was found during an unspecified procedure. The customer indicated that the devices were failing at the beginning or middle of cases and that the screen would go black, and they would have to use a backup to complete the case. There was just a couple of seconds delay as the backup was handy. There were no reports of patient harm or injury. The error message occurred during multiple procedures. See related patient identifier: (B)(6).

Manufacturer narrative:
The investigation is ongoing and follow up with user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.